Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Assumed 1st day of month ((B)(6), 2011) that complaint was reported the device was returned with the tissue pad detached from the clamp arm, and no returned with the device. Initial visual inspection revealed the presence of body fluids, which indicates that the device was used. The device was tested with a test hand-piece and generator and the device did activate. Pad damage occurs, when it is clamped against the blade without tissue and activated. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU can also result in removal of the pad during use.

Event description:
It was reported that during an unknown procedure, the teflon pad was loose after one hour (part did not fall into patient). No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.